Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that during routine check by the customer that the cardiosave intra aortic balloon pump (iabp) had a battery-performance concern and a possible helium-leak issue. A getinge field service engineer was dispatched and discovered that no fault was found on the batteries and no helium leaks were detected. No parts were replaced. There was no patient involvement. All operational and safety checks were performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump had a battery and helium issue. There was no patient involvement and no injury.